Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 540 mg/dl and treated with manual injection. The customer reported that they were hospitalized due to low blood glucose. The customer stated that the emergency medical services were dispatched for low blood glucose. The customer stated that they fainted. The customer's blood glucose was 20 mg/dl at the time of incident. The customer stated that they were given glucose to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.